Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient was brought into the clinic by ambulance. The device could not treat the patient due to intermittent undersensing of vf was observed. The recommended programming change was made. The patient condition is fine.